Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 2. Based on results of evaluation the error 2 message was not confirmed however a secondary issue was found. The issue was that the meter did not count down after applying a control solution to the test strip. This complaint is being reported because there was a malfunction detected during investigation of the device. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the primary complaint that the meter displayed an error message was not confirmed. However when inserting the strip and applying control solution to the test strip, the meter did not count down as expected. The meter still displayed the "apply sample" message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.